Manufacturer narrative:
(B)(4). G2: australia. D2, d4, g4: diligence is in process to provide product identification information; however, no further information has been provided at this time. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. D10: additional associated products - unk knee femoral lot# unk. Unk knee tibial lot# unk.

Event description:
It was reported the patient underwent a knee revision due to unknown reasons. Attempts have been made and no additional information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: 3007963827.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: 3007963827.